Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 244 (mg/dl). A pump bolus was delivered to address bg level. The customer began troubleshooting but did not complete all the steps once their bg levels began to decrease.